Event description:
It was reported that there was a broken cable with 8mm large hem-o-lok clip applier instrument. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm large hem-o-lok clip applier instrument to perform failure analysis. The instrument was analyzed and found to have broken grip cable at distal end. .